Event description:
Patient was revised to address poly wear. It was noted that the head had worn through the liner and cup. Osteolysis was also reported.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history record and/or a complaint database search was not possible as the product and lot code required was not provided. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a; rev. D. The provided patient x-rays do appear to confirm that the femoral head, over approximately 20 years in-vivo wore through both the poly liner and acetabular cup. Review of medical records confirm this as well. The complaint will be confirmed based on this evidence. Poly material wear after this length of time implanted would not be unreasonable to expect. It is not usual that poly material wear not be discovered prior the femoral head also wearing through the acetabular cup. Based on the investigation a need for corrective action is not indicated.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history record and/or a complaint database search was not possible as the product and lot code required was not provided. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a; rev. D. The provided patient x-rays do appear to confirm that the femoral head, over approximately 20 years in-vivo wore through both the poly liner and acetabular cup. The complaint will be confirmed based on this evidence. Poly material wear after this length of time implanted would not be unreasonable to expect. It is not usual that poly material wear not be discovered prior the femoral head also wearing through the acetabular cup. Based on the investigation a need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.